Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 504 mg/dl. Customer was nauseous, weak and was dizzy. Multiple boluses the basal rate was increased, and customer required assistance from her healthcare provider to administer an infused saline solution to bring her high bg down. The customer thought the infusion set cannula may have caused the elevated bg; however, the infusion set was changed 3 times while attempting to resolve the elevated bg. Customer required assistance from their physician. As tandem technical support was not contacted at the time of the event, cause of event could not be determine.